Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and the alleged malfunction could not be duplicated.

Event description:
It was reported that the compressor had a burning smell after the fuse was reset. There was no patient involvement.